Manufacturer narrative:
E1: complainant city: (B)(6) complainant country: peru name of affiliation:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
The distributor complained regarding the sterile gel primary package broken. The product was not used. A photograph depicting the issue was received from the complainant.